Manufacturer narrative:
The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-07946. (B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2016, clinical status assessment indicated that the subject's qualifying condition as stable angina. The patient was then referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion # 1 was located in the mid left anterior descending artery (lad) with 75% stenosis and was 22mm long with a reference vessel diameter of 3mm. The lesion was treated with direct stent placement of a 3.00 x 24 mm synergy stent. Following post-dilatation, the residual stenosis was 5%. The target lesion # 2 was located in the distal lad with 75% stenosis and was 13 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 16 mm synergy stent. Following post-dilatation the residual stenosis was 5%. On the following day, the patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel). In (B)(6) 2017, 90% in-stent restenosis (isr) of the study stent placed in the distal lad was noted. In (B)(6) 2017, the 90% isr in the distal lad was treated with balloon angioplasty and percutaneous coronary intervention. On the following day, the event was considered to be not resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the in-stent restenosis occurred in the mid lad and not the proximal lad. The stent in the distal lad was well expanded and not under expanded. The stent implanted in the mid lad was under expanded.

Manufacturer narrative:
Ae or product problem corrected. Outcomes attrib. To ae and describe event or problem updated. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-07946. It was further reported that during index procedure, the target lesion # 1 was located in the proximal left anterior descending (lad) artery extending to mid lad. In (B)(6) 2017, the patient underwent coronary angiography which revealed 99% in-stent restenosis (isr) in mid lad and distal lad. In (B)(6) 2017, the patient presented for the planned catheterization and was hospitalized on the same day. On the following day, the 99% isr located in mid lad was treated with balloon angioplasty. Post balloon angioplasty, ivus revealed no stenosis or plaque outside the stent but noted a poor expansion of the stent in the distal lad. Further expansion was done with 2.5x10mm balloon. There was good expansion noted after plain old balloon angioplasty.